Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc freestyle libre reader. Customer further reported experiencing a dizziness, ¿cottonmouth¿, back cramps, hypoglycemia and was unable to self-treat. Ambulance were called to the customer home. Upon arrival, the customer received healthcare professional (hcp) administration of insulin intravenously for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.